Event description:
During a thrombectomy procedure the customer reported that the doctor was removing a vein clot and catheter leakage occurred. There was a cut in the catheter and contrast fluid leaked at the cut during the procedure. The catheter was removed and another catheter was placed. No patient complications were reported.

Manufacturer narrative:
Examination of the catheter body found what appeared to be a cut in the catheter tube located proximal of the catheter tip. Leak testing determined the cut enters both the inflation and thru-lumens at the same location. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release. Per edwards IFU pre inspection should include ¿that the catheter be inspected with the balloon inflated during purging. A balloon that does not inflate, leaks, or inflated in a grossly asymmetric (eccentric) manner should not be used.¿ inflate the balloon with sterile fluid or gas to the maximum recommended volume. Pull a vacuum on the syringe. Repeat until all air is removed. Note: for all inflations, use the smallest syringe capable of holding the stated maximum fluid capacity. Attach another syringe filled with sterile, heparinized saline or other sterile solution to the thru-lumen port and purge air from the thru-lumen.